Event description:
It was reported that the patient is having a lot more seizures even after the medication adjustment just made. No known surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
The patient underwent generator replacement. It was noted that the patient normally had on average 3-4 seizures per month. Sometimes he will have more and sometimes he will have less. He had 3-4 in (B)(6) and when they went to the neuro he adjusted patient¿s medications. Patient was not having any abnormal increase in seizures related to vns.

Manufacturer narrative:
B5. Describe event; corrected data; initial MDR inadvertently omitting information known prior to MDR submission.